Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaint for ''general risk - failure - balloon leak'' was confirmed based on evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history was unable to be performed as no lot information was provided. A review of manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the balloon of the first commander ended up having a pin hole in it which was not known until valve deployment.'' Per imagery review, calcification was present within the patients anatomy. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It is possible that the balloon negatively interacted with the patient calcification when tracking or performing valve alignment, resulting in the reported damaged. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (calcification) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), the loader cap of a 26mm commander delivery system was damaged, so a new delivery system was opened for the loader. The balloon of the first commander ended up having a pin hole in it which was not known until valve deployment. The fcs prepped the second delivery system that was already open due to the faulty loader cap and re-ballooned quickly with no issues. The valve was approximately 80% deployed initially so it remained stable throughout balloon inflations. The patient did great throughout the procedure. There were no instruments used to remove the balloon cover. There was no patient injury. Imagery and video were provided for review. The lot number of the device is unknown and the device will not be returned for further evaluation.